Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that reached 580 mg/dl. For treatment, the patient was given 2 bags of intravenous (IV) and 10 units of insulin. The patient was discharged on the same day.

Manufacturer narrative:
The user reported experiencing high bgs and boluses were not being sent. Investigation found no evidence of the reported events; the device was found to function as intended. Investigation found no evidence of the pdm not responding, no evidence of the device power cycling intermittently, and no evidence of an empty reservoir alarm. Inspection of the log files found the device was continued to be used after the date of occurrence, leading to the log files from the date of occurrence being overwritten. Inspection of the audit files from on and around the date of occurrence show all boluses that were sent by the user were fully delivered and completed. The basal program was also observed to be running on the date of occurrence. Inspection of the audit files show the device was operating as intended. Inspection of the log files after the date of occurrence show no issues with insulin delivery. Inspection of the audit file found no empty reservoir alarms on the date of occurrence. No damages or defects were found that would cause the device to power cycle intermittently. Inspection of the log files found no evidence of the device power cycling intermittently.